Event description:
The customer's husband stated that the customer was hospitalized. The customer was contacted for further information. The customer stated that she was hospitalized for diabetic ketoacidosis. The customer stated she also had a rapid heart beat, felt tired and suffered from acid reflux. The customer stated that she no longer uses the insulin pump. She does not trust it and declined further assistance.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.